Manufacturer narrative:
Device evaluation by manufacturer: the iceforce cx 90 degree needle was returned for analysis. Visual inspection of the exterior of the needle was performed, and it was observed that there was a large bubble with a hole in the heat shrink covering the needle shaft. The needle was connected to the icefx console, and a two-minute confidence test was performed. It was discovered during this confidence test that gas bubbles were forming at the distal end of the handle that connects to the needle shaft. The needle was disassembled and evaluated under a microscope. It was discovered that there appeared to be a crack in the glue connecting the handle to the shaft. The reported event of a burst was confirmed. Additionally, it was found that there was a crack in the glue, and gas leaking from the handle to shaft junction.

Event description:
It was reported the device's shaft was damaged. An iceforce 2.1 cx 90 degree needle was selected for use in a cryoablation procedure to treat renal cell carcinoma (rcc). During the procedure, after one minute into the second freeze cycle, a loud noise was heard. The device's shaft was damaged. A different device of the same model was used to complete the procedure. There were no patient complications as a result of this event. It was further reported that the tubing was clamped. The tubing of the needle was clipped instead of the drape by mistake. This resulted in a leak and damage at the shaft-handle location.

Event description:
It was reported the device's shaft was damaged. An iceforce 2.1 cx 90 degree needle was selected for use in a cryoablation procedure to treat renal cell carcinoma (rcc). During the procedure, after one minute into the second freeze cycle, a loud noise was heard. The device's shaft was damaged. A different device of the same model was used to complete the procedure. There were no patient complications as a result of this event.